Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high threshold measurements, decreased r-wave measurements and t-wave oversensing that resulted in delivery of inappropriate anti-tachycardia pacing (atp). The patient was not dependent on rv pacing. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were attempted, however, did not resolve, so the system was left as is. Additional information was received that an invasive procedure was performed 7 months later. The rv lead was explanted and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.